Event description:
Information was received from a patient who was implanted with a neurostimulator indication for fecal incontinence and gastrointestinal/pelvic floor. Patient fell a couple of weeks ago. Caller states patient did bump her head and fell on her coccyx. They took the patient to the ER (emergency room) to get checked out and there were no fractures or anything in the pelvic area. Patient had been complaining of really bad bladder pain ever since the fall. They were worried that the patient may of "jostled" the ins (stimulator). Caller mentioned patient had been on antibiotics. There was falls reported that could be related to this issue. Caller states they have an appointment to see hcp (healthcare provider) tomorrow regarding reported concerns. Event date was in (B)(6) 2016. Caller states a couple of weeks ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.